Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl and dilaudid (hydromorphone) (concentration and dose unknown) via an implantable pump for non-malignant pain. It was reported that the pump "was malfunctioning and was not delivering the medication." The patient stated they were "not getting any relief" when they take a bolus and were not "feeling anything when they deliver the bolus." It was reported this had been going on "for almost a week." The patient confirmed they were not hearing an alarm coming from the pump and the personal therapy manager (ptm) stated the bolus's were being delivered. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received on the same day from a healthcare provider. It was reported the patient came into hospital because he thought his pump needed to be filled/was not feeling pain relief. The hcp stated patient reported something was wrong but she did not know if he meant technically. The hcp would call the physician's office first as they would have date of last fill, medical information, etc.